Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. No alarms were reported for this event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for suspected gastrointestinal bleed. The patient was transfused 2 units of packed red blood cells (prbc) on (B)(6) 2020 for a hemoglobin level of 7.7 mg/dl. Esophagogastroduodenoscopy (egd) on (B)(6) 2020 showed no bleeding. Hemoglobin was stable on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information.

Event description:
The patient was discharged on (B)(6) 2020, with stable inr. The site detailed the goal for the patient was to reduce inr. No further information was reported.